Event description:
It was reported that after starting the ilet, the patient experienced fluctuating blood glucose, including hyperglycemia in the 200s for about one hour and two hypoglycemic episodes to 69 mg/dl, which were discussed during a call regarding insulin dosing and meal announcements. Symptoms included hypoglycemia treated with 15 grams of oral carbohydrate and transient hyperglycemia without ketone testing, professional intervention, or complications. Outcomes included transient impact without hospitalization or long-term effects. Investigation included a review of device history via the ilet history menu and user education on accurate carbohydrate awareness and meal announcement. Investigation of this case revealed no device malfunction and identified use-related factors associated with meal announcement and carbohydrate entry as the likely contributors, with the device delivering insulin as recorded. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.